Event description:
It was reported to philips that there was artifact on the leads ECG waveform. There was no patient harm.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.